Event description:
The user reported that they noticed fluid leaking from the bottom of the pump and when they investigated it, they found a pinhole in the silicone segment. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leak from pinhole in the silicone segment was confirmed. A pin prick hole in the silicone segment was noted near the upper fitment. The root cause of the damage could not be identified. The lot number was not identified, therefore, lot history record review could not be performed.